Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported feedback, there is no indication that there was patient harm in this incident. No user harm reported.